Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that reprogramming resolved the issue.

Event description:
It was reported that there were codes 1098 and 1703. It was reviewed that both service codes 1098 and 1703 indicated that the implantable neurostimulator (ins) encountered an out of regulation (oor), which means that the ins is not able to deliver the desired stimulation parameters. For a percept pc (constant current (cc)), it can be triggered by high impedances and/or high output settings. Troubleshooting was also reviewed. Additional information was received: it was reported that there was one contact in orange color, so the physician changed the contact and patient was getting adequate therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.